Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 4.0 cm long thoracic aortic dissection. Diameter of the proximal thoracic aorta was 35 mm and the degree of angulation of the aortic arch was 40 degrees. Vessel tortuosity and calcification at implant were reportedly low. It was reported that on a routine 30 day follow-up CT, a retrograde type a dissection was discovered by the radiologist. The intention was to place a valiant cuff in proximal thoracic aorta to cover the dissection along with a great vessel debranch. A secondary intervention was performed and the physician did a great vessel debranch and also deployed a 40x40x150 valiant stent graft proximally to cover the retrograde type a dissection. The event appeared to have resolved after the secondary intervention. Per the physician, the cause of retrograde dissection was unable to be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).